Event description:
It was reported that the patient with this pacemaker system visited the emergency room (ER) after a fall. The health care professional (hcp) placed a call to technical services (ts) for further review of the pacemaker presenting electrogram (egm). Upon review, oversensing noise and pacing inhibition on the right ventricular (rv) lead was observed. The presenting egm also showed a stored signal artifact monitor (sam) episode due to high out of range pacing impedances on the rv lead sensors were detected at the time of artifact detection which led to the sam feature to disable the minute ventilation (mv) sensor. Ts discussed review findings with the hcp and recommended for the device treating physician to be consulted for further evaluation. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker system visited the emergency room (ER) after a fall. The health care professional (hcp) placed a call to technical services (ts) for further review of the pacemaker presenting electrogram (egm). Upon review, oversensing noise and pacing inhibition on the right ventricular (rv) lead was observed. The presenting egm also showed a stored signal artifact monitor (sam) episode due to high out of range pacing impedances on the rv lead sensors were detected at the time of artifact detection which led to the sam feature to disable the minute ventilation (mv) sensor. Ts discussed review findings with the hcp and recommended for the device treating physician to be consulted for further evaluation. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported. Subsequent additional information was received that reported that the patient with this pacemaker system underwent a procedure where this pacemaker was brady therapy programming was turned off and a new device was implanted as a replacement. Additionally, during a follow up visit, noise signals were observed. No additional adverse patient effects were reported. The pacemaker and rv lead remain in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the patient with this pacemaker system visited the emergency room (ER) after a fall. The health care professional (hcp) placed a call to technical services (ts) for further review of the pacemaker presenting electrogram (egm). Upon review, oversensing noise and pacing inhibition on the right ventricular (rv) lead was observed. The presenting egm also showed a stored signal artifact monitor (sam) episode due to high out of range pacing impedances on the rv lead sensors were detected at the time of artifact detection which led to the sam feature to disable the minute ventilation (mv) sensor. Ts discussed review findings with the hcp and recommended for the device treating physician to be consulted for further evaluation. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported. Subsequent additional information was received that reported that the patient with this pacemaker system underwent a procedure where this pacemaker was brady therapy programming was turned off and a new device was implanted as a replacement. Additionally, during a follow up visit, noise signals were observed. No additional adverse patient effects were reported. The pacemaker and rv lead remain in service.